Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 11/2021).

Event description:
It was reported that during a procedure through the right internal jugular vein, the catheter allegedly came out spontaneously with no fibrosis. It was further reported that the device allegedly embolized the patient and migrated. The procedure was completed using another device. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 23cm glidepath d/l catheter was returned for evaluation and one electronic photo was provided for review. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported expulsion and loss of or failure to bond issues as the catheter was found expelled from the patient body with cuff of the catheter completely came out from the intended location in the provided photo. However, the investigation is unconfirmed for the reported loosening of implant as no evidence indicating loose fitting was noted near the tissue cuff during tactile evaluation. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2021), g3. H11: b5, h6 (device, method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a procedure through the right internal jugular vein, the catheter allegedly came out spontaneously with no fibrosis. It was further reported that the device allegedly embolized the patient. The procedure was completed using another device. The current status of the patient is unknown.